Manufacturer narrative:
Continued from section: (manufacturer unknown). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use contraindications state: "those associated with placement and use of a peg-j tube include, but are not limited to: sepsis, severe gastroesophageal reflux, large ascites, or diffuse inflammatory, infectious, or neoplastic disease involving walls of abdomen or anterior stomach, gastrointestinal obstruction or proximal small bowel fistulae." The instructions for use potential complications state: "those associated with placement and use of peg-j tube include, but are not limited to: bronchopulmonary aspiration and pneumonia, respiratory distress or airway obstruction, peritonitis or septic shock, colocutaneous, gastrocolocutaneous or small bowel fistula, gastric dilatation, sigmoid intra-abdominal herniation and volvulus, persistent fistula following peg-j removal, esophageal injury, necrotizing fasciitis, candida cellulitis, improper placement or inability to place peg-j tube, tube dislodgment or migration, hemorrhage, and tumor metastasis. Others include, but are not limited to: pneumoperitoneum, peristomal wound infection and purulent drainage, stomal leakage, bowel obstruction, gastroesophageal reflux (gerd), and blockage or deterioration of peg-j tube." The instructions for use precautions state: "device is only compatible with appropriate cook peg tube." Important: this gastro-jejunal feeding tube (j-tube) is fully radiopaque and can only be used with appropriate cook peg tube." The instructions for use warnings state: "excessive traction on feeding tube may cause premature removal, fatigue or failure of device." Prior to distribution, all jejunal feeding tubes are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following was reported to abbvie pharmaceutical after an endoscopy procedure, where a cook peg jejunal of an unknown reference part number (rpn) was used: "(B)(6) 2016- phone call received on 1800 number from patients' son stating that the pej [peg jejunal] site is red with a small amount of exudate present. Suggested son take his mother to gp [general practitioner] for review. Pej [peg jejunal] - cook tube, no other information has been reported and recorded by the hospital." Abbvie received an update stating the following. "28/04/2016 update- the direct - pej [peg jejunal] site appears to be red and ooze ++ noted. Patient has been seen by gp [general practitioner] and was treated with oral antibiotics with minimal effect. Both x [patient] and the son are unsure whether the site swab was taken or not. Advised to clean the area with hypertonic saline solution and keep the area dry. Patient has direct pej tube [peg jejunal] by cook serial and lot no. Not available." The information received by abbvie was then sent to a cook employee on 04/29/2016. The following additional information was supplied by abbvie on 05/17/16 (registered as a separate event in their system): "(B)(6) 2016 evs. Report received from dnp [doctor of nurse practice] (B)(6). Routine home visit this morning. The patient complained of ongoing issues with gait freezing and bradykinesia. The continuous rate has been increased by the treating neurologist however the issue wasn't resolved as per jh and her son. Uses frequent extra dose with intermittent effect. During the tape and connector (blue christmas tree) change, it was noticed that the side port of the pej [peg jejunal] tube was covered by a thick layers of tapes and was pushing the lid open which was causing the leak. It was fixed by removing the tapes and secured the lid. Suggested the son to keep the side port uncovered and keep it visualized at all times. Tube connection secured with minimal amount of tape. Unsure if this was already registered in soltraqs as it was combined with follow up in one document. The patient has direct pej tube by cook serial and lot no. Not available & not documented on database. Related to soltraqs #(B)(4) for pej [peg jejunal] site infection." It should be noted that cook does not market or manufacture a direct pegj [peg jejunal] device.

Manufacturer narrative:
Initially, the following information was provided to cook; the following was reported to abbvie pharmaceutical after an endoscopy procedure, where a cook peg jejunal of an unknown reference part number (rpn) was used: "on (B)(6) 2016- phone call received on (B)(6) number from patients¿ son stating that the pej [peg jejunal] site is red with a small amount of exudate present. Suggested son take his mother to gp [general practitioner] for review. Pej [peg jejunal] - cook tube, no other information has been reported and recorded by the hospital." Abbvie received an update stating the following. "On 28/04/2016 update- the direct - pej [peg jejunal] site appears to be red and ooze ++ noted. Patient has been seen by gp [general practitioner] and was treated with oral antibiotics with minimal effect. Both x [patient] and the son are unsure whether the site swab was taken or not. Advised to clean the area with hypertonic saline solution and keep the area dry. Patient has direct pej tube [peg jejunal] by cook ¿ serial and lot no. Not available." The information received by abbvie was then sent to a cook employee on 04/29/2016. The following additional information was supplied by abbvie on 05/17/16 (registered as a separate event in their system): "(B)(6) 2016 evs. Report received from dnp [doctor of nurse practice] (B)(6). Routine home visit this morning. The patient complained of ongoing issues with gait freezing and bradykinesia. The continuous rate has been increased by the treating neurologist however the issue wasn¿t resolved as per (B)(6) and her son. Uses frequent extra dose with intermittent effect. During the tape and connector (blue christmas tree) change, it was noticed that the side port of the pej [peg jejunal] tube was covered by a thick layers of tapes and was pushing the lid open which was causing the leak. It was fixed by removing the tapes and secured the lid. Suggested the son to keep the side port uncovered and keep it visualized at all times. Tube connection secured with minimal amount of tape. Unsure if this was already registered in soltraqs as it was combined with follow up in one document. The patient has direct pej tube by cook ¿ serial and lot no. Not available & not documented on database. Related to soltraqs #(B)(4) for pej [peg jejunal] site infection." An initial MDR was submitted on 05/24/16 based on this information. Clarification was received on 07/28/16 from abbvie, inc. That the complaint device was a kendall pej tube, not a cook peg jejunal tube. Therefore, a cook endoscopy product was not involved, nor malfunctioned. Based on this information, this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This correction follow up report is being submitted to cancel the initial report submitted relation to this event.